Manufacturer narrative:
Device evaluated by MFR. : promus element plus,mr,ous 2.75 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a hypotube kink located 23.8cm distal from distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex coronary artery. A 2.75x32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the end of the stent strut was lifted up and it failed to cross the lesion due to quality problem. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was 90% stenosed and was mildly tortuous and severely calcified. The stent was damaged during advancing.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex coronary artery. A 2.75x32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the end of the stent strut was lifted up and it failed to cross the lesion due to quality problem. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was 90% stenosed and the vessel was mildly tortuous and severely calcified. Pre-dilatation was performed with a non-bsc balloon.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex coronary artery. A 2.75x32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the end of the stent strut was lifted up and it failed to cross the lesion due to quality problem. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.